Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The field service representative (fsr) was able to verify the "e10" error message displayed after start-up of the heater cooler unit. The fsr removed the dual thermistor from channel b and installed a new dual thermistor. He performed corrective/maintenance inspection and the unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer. Per follow-up with the user facility¿s biomedical engineer (biomed): the water was not cloudy or discolored and there were no leaks observed. They did not experience problems heating and/or cooling from the unit. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was an "e10" error code on the heater cooler unit. The device was not changed out, as they continued to use the right side of the unit. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.